Manufacturer narrative:
The device was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on 19 jul 2021 from the home therapy nurse (htn) of a (B)(6) female patient with a medical history including multiple comorbidities and end stage renal disease approved for performing solo home hemodialysis therapy, stating the patient expired during a hemodialysis treatment on (B)(6) 2021. Additional information was received on 22 jul 2021 from the htn stating that the cause of death is unknown. Per the htn, the patients death is not attributed to nxstage product or therapy.